Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/10/2023 to 09/13/2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm, unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 01-aug-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 01-aug-2024 in the formatted history file. The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. However, battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported blood glucose value of 651 mg/dl. The customer reported hyperglycemia, confusion/disorientation, vision, loss of, pain, cramp(s) /muscle spasm(s) treated with ems/ambulance/ER visit, no treatment, no treatment, no treatment, no treatment. Customer reported the following led up to the event: insulin flow block alerts and caused high bgs. Document treatment for high bg: hospitalization document type of diabetes: type 1. The event involved product(s) mmt-397a, mmt-7020a, mmt-332a, mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a. Product return requested for mmt-7020a. Customer declined to return, or is unable to return. Product return requested for mmt-332a. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.